Manufacturer narrative:
(B)(4). Batch # n54y4u. The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: can you please clarify the statement you made regarding "it was impossible to staple anymore." Prior to this event had the device delivered any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? You stated that "manual suture was made too, to consolidate". Please clarify why manual suture was used to address the issue. Was the staple line interrupted; staples not present/visible on any portion of the staple line?

Event description:
It was reported that during an unknown procedure, it was impossible to staple anymore. Another like device was used to complete the procedure. Manual suture was made too, to consolidate. There were no adverse consequences for the patient.